Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead exhibited high impedances. An x-ray confirmed the lead was fractured. The physician stated that the most probable cause was the patient's tortuous vessel anatomy. This situation had no adverse effects on the patient.